Manufacturer narrative:
The pump and purge cassette were was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient was on impella cp support and during support, there were low pump flows. Thrombus was noted. The pump was explanted.

Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. As the necessary information was not provided, the root cause of the thrombus was not determined. Clinical states that since start of the case flows observed were 0.4l/min at p2. Thrombus was found on the inlet of the pump at explant which was extracted by the facility to analyze it. Pump and purge cassette were returned and there was no trace of biomaterial on the pump. The impeller was not damaged and cannula had no kinks. Data logs were not returned. As per the clinical information provided and product investigation, the root cause of the low pump flow issue was biomaterial which was found on the inlet of the pump at explant.